Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part#: 338960, serial#: (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 12aug2020 to date 12aug2021. Complaint trend: there are 7 complaints related to the issue of leakage of biohazard under no pressure not contained within the instrument. Date range from 12aug2020 to date 12aug2021. Manufacturing device history record (DHR) review: DHR part#: 338960, serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn check valve. Check valves are connected to the waste tubing to prevent contamination from backflow, and leakages can potentially risk contamination and carryover. The fse (field service engineer) responding to the complaint went onsite on (B)(6) to confirm the issue. The fse found the check valve (pn: 334044) leaking, and temporarily sealed the hole with glue for use until a follow up visit. On august 17th, the fse returned and replaced the old check valve with a new one. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was performing as expected with no further leakages. Although the leakage of biohazard poses a risk of potential contamination upon skin contact, the customer confirmed that they did not come in direct contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray so the risk of contamination was minimal. This instrument was not being used for clinical diagnoses during the incident and thus no patients were impacted. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order#: (B)(4). Install date: on (B)(6) 2014. Defective part number: 334044 - check valve waste. Work order notes: subject / reported: (B)(4) facscanto ii-leaking. Problem description: facscanto ii-leaking fluid from sheath fluid car not sure which fluid is not in contact. Research use. Hope the engineer will contact as soon as possible. Work performed: on (B)(6): the red outer skin of the check valve of the liquid flow truck was broken, causing the valve to be unable to seal tightly and leaking waste liquid. First seal the entire valve surface with glue for use. On (B)(6): replaced with a new check valve, and the instrument was operating normally. Cause: the check valve in the liquid flow truck is leaking. Solution: on (B)(6): the red outer skin of the check valve of the liquid flow truck was broken, causing the valve to be unable to seal tightly and leaking waste liquid. First seal the entire valve surface with glue for use. On (B)(6): replaced with a new check valve, and the instrument was operating normally. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part#: 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes / no. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.2 not connected. Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart. Potential cause(s)/ mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump. Severity: 8 . Occurrence: 4. Detection: 1. Rpn: 54 . Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential cause(s) / mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Severity: 5. Occurrence: 7. Detection: 1. Rpn: 35. Mitigation(s) sufficient yes / no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. The fse first came onsite on august 13th and confirmed that the leakage was due to a broken seal on the check valve. The fse sealed the valve with glue as a temporary measure, and on august 17th they replaced the check valve. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from chinese to english: facscanto ii-sheath liquid car leakage. 1 was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2 was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. 3 was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. 4 what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. 5 did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): before waste line. 7 was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin: no.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from chinese to english: facscanto ii-sheath liquid car leakage was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): before waste line. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.